Manufacturer narrative:
The renew grasper tip was received and subjected to a visual inspection. It was observed that the device had been returned without the heat shrink component attached. No additional visible signs of physical damage, wear, or other abnormalities were identified during naked-eye examination. The tip was then connected to a verified functional handpiece for performance testing. While the device functioned as intended, its overall integrity was deemed compromised due to the missing heat shrink. Therefore, the complaint is confirmed. The absence of the heat shrink component suggests that it may not have been adequately exposed to the required heat during the assembly process, resulting in poor adhesion. Microline surgical inc. Has received similar reports, prompting the initiation of a corrective action (car-0200) to investigate and address the root cause of this failure. As part of the car investigation, quality assurance implemented interim containment actions, including independent verification of heat shrink presence and adhesion prior to release for every lot manufactured on the affected assembly line. The assembly work area was reorganized to include a designated holding zone for tips that have completed the heat shrink process. Product remains in this area until it passes 100% inspection before proceeding to the next stage. Assembly work instructions were updated to include detailed guidance on performing a tactile push/pull test to verify proper heat shrink adhesion. The inspection procedure was revised to include a specific step for visual confirmation of the heat shrink application.

Event description:
A black plastic component detached and fell into the patient's abdominal cavity during the procedure.

Event description:
Ref 3642, lot 00175971, black plastic head dropped into patient's stomach.

Manufacturer narrative:
At this time, microline surgical is waiting for the device to be returned so an investigation can be completed. Once the device is returned and an investigation is complete, a final adverse event report will be submitted.